Manufacturer narrative:
This product contains multiple medical device types and common device names. The information for the additional medical device type and common device name is as follows: medical device type: fpa. Common device name: intravascular administration set. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set did not draw sufficiently and had air in the tubing during the blood draw. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for insufficient blood draw with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer's video, the indicated failure mode for insufficient blood draw with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® push button blood collection set did not draw sufficiently and had air in the tubing during the blood draw. No serious injury or medical intervention reported.

Event description:
It was reported that the bd vacutainer® push button blood collection set did not draw sufficiently and had air in the tubing during the blood draw. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex:unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.